Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller and a confirmed reprocessed wand, the two year old patient sustained a burn on the tongue. The case was completed and the surgical area was being cleaned when the burn was discovered by the surgeon. No details regarding the severity of the burn or any treatment administered, however no further patient complications have been reported. The reprocessed wand is being returned to the responsible company, medline-renewal, for investigation.